Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide was broken off and fractured. The broken piece was not returned. Functional testing on the returned hand piece returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the titanium waveguide was in use and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for endometriosis, the dissector stopped working. Another device was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident found that the device's waveguide tip was broken off and fractured. The broken piece was not returned. Upon follow up, the dissector broke and no parts fell into patient cavity.